Manufacturer narrative:
.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the 5mm monopolar cautery hook hip accessory installed on the 5 mm monopolar cautery instrument broke off and fell into the pt. The broken piece was successfully retrieved and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.